Event description:
The micro drill long straight attachment was sent in for evaluation due to overheating. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the device was identified as the probable cause of the overheating reported. The attachment was discarded after evaluation because it is not repairable once it has been disassembled.